Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-05719. The patient has two scs systems (supra-orbital and occipital). This issue's regarding the supra-orbital leads. It was reported the patient's experiencing discomfort due to the right supra-orbital lead sitting on top of a nerve. Surgical intervention was undertaken as the next course of action on (B)(6) 2016 during which time both leads were repositioned. Effective stimulation was achieved postoperatively thus resolving the issue.